Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board and performed a filament calibration. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying noisy or black images. No pt injury was reported.